Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. Device problem code in section h6 has been corrected to 1069.

Event description:
Information received by medtronic indicated that insulin pump had crack on battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). (Obtained using a test case)retainer ring = clear, customer complaint: event date: (B)(6), 2020. The customer reported that the insulin pump had a crack. The customer also reported that moisture got into the insulin pump and it turns on and off. The insulin pump was also giving error alarms due to moisture in the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus pump history file/traces download, verify pump error alarms, pump turning on and off and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. During visual inspection, a corroded battery tube was found. The pump was cut open to perform visual inspection and no loose electronic components, however, corrosion was also found on the electronic assembly and vibrator assembly. No corrosion or moisture damage on the force sensor and motor assembly noted. By using a test case, the pump was able to power up and continued testing. The pump passed the self-test, sleep current measurement and active current measurement. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored and no unexpected powering on and off or blank display noted. No unexpected power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, low battery alert was recorded and found in the formatted history file on 09/02/2020 17:21:11.000 alarm alert cleared and power loss alarm on 09/02/2020 17:33:18.000 alarm alert notification, 09/02/2020 17:33:29.000 alarm alert notification and 09/02/2020 17:33:49.000 alarm alert cleared. In conclusion, the pump had a blank display due to corrosion on the battery tube. Failure analysis summary: the insulin pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to verify pump error alarms, pump turning on and off due to blank display. The insulin pump had a blank display due to a corroded battery tube. Corrosion was also found on the electronic assembly and vibrator assembly. No corrosion or moisture damage on the force sensor and motor assembly noted.